Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, undersensing was exhibited with the implantable cardiac monitor. The physician chose to reposition the device. The device remains in use. No patient complications have been reported as a result of this event.